Event description:
An orsiro drug-eluting stent system was selected for the treatment. The stent dislodged from the balloon while it was inserted into the guideliner catheter. The dislodged stent was retrieved without any problem.

Manufacturer narrative:
Only the stent was returned for investigation and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent was returned loose in a plastic pouch and is severely deformed, i.e. Kinked, deformed and flattened over its entire length. The delivery system was not returned for analysis. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.